Event description:
It was reported to boston scientific corp that during a ureteroscopy procedure, using a sensor .035 dual-flex str/150cm and a storz semi rigid ureteroscope, as the ureteroscope was being advanced over the wire, the blue coating on the sensor wire shaved off into the pt's ureter. It was reported that the physician performed copious amount of irrigation to remove the shavings from the pt's ureter. A different wire was used to complete the case. The pt was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.